Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor did not sense anything. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).